Event description:
The reporter stated that the surgeon inserted an aa4203tl toric silicone lens. The lens tore during insertion into the eye. The lens was removed. No patient injury. The cause of the lens tearing is unknown.